Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device had cracked case at display window corners, reservoir tube window corners, reservoir tube lip, belt clip slot and battery tube threads, minor scratched display window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was sleeping and was unable to clear it. No significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.